Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use in a pulmonary vein isolation pvi and flutter ablation. During procedure, the physician advanced the versacross rf wire into the superior vena cava, then while advancing the versacross dilator and sheath over the versacross rf wire, it became stuck, and it was not able to advance it or retract it anymore. The devices were removed from the patient and a kinked on the wire was noted. Thus, a new versacross kit was opened, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No excessive force used to remove the device; the physician had to remote the dilator and wire out of the body to see if she would be able to pull the wire into the dilator. The patient has no leads or mechanical hardware present. The wire was not inserted or retracted through a metal introducer needle.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use in a pulmonary vein isolation pvi and flutter ablation. During procedure, the physician advanced the versacross rf wire into the superior vena cava, then while advancing the versacross dilator and sheath over the versacross rf wire, it became stuck, and it was not able to advance it or retract it anymore. The devices were removed from the patient and a kinked on the wire was noted. Thus, a new versacross kit was opened, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No excessive force used to remove the device; the physician had to remote the dilator and wire out of the body to see if she would be able to pull the wire into the dilator. The patient has no leads or mechanical hardware present. The wire was not inserted or retracted through a metal introducer needle.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected, and multiple kinks were noted along its body. Later, the device was tested for its thickness with a laserlinc and its shaft outer diameter was within specifications near most distal major kink. The reported allegation was confirmed.